Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump was operating within required specifications and delivered insulin accurately. The patient's doctor lowered the patient's basal insulin rates and decreased the frequency of bolus doses. Animas will attempt to follow up with the user on details surrounding the automobile accident. If more information becomes available, animas will submit a supplemental report.

Event description:
It was reported that the patient lost consciousness several times due to low blood glucose levels subsequent to an automobile accident. Details of any physical injury are unk at this time, and it is unk what caused the automobile accident.